Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was 125 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy and also has an alternate pump available.